Event description:
It was reported that the left ventricular lead had high thresholds and no capture. The lead was partially explanted and the remainder was capped. The lead could not be replaced due to the patient's anatomy. No patient complications have been reported as a result of this event.